Event description:
Customer reports that insulin pump was stored for a long time without batteries. Customer received an unexpected restart alarm when pump was turned back on. Customer was advised that clearing the alarm would not clear settings. Customer declined troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.